Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an unexpected database error had occurred. A technical support specialist (tss) found that the station was in suspect mode. The tss logged into the station as carefusion admin, opened services, and stopped the structured query language (sql) server service. A temporary folder was created, and all structured query language files were moved to this folder. The structured query language server service was then restarted. Ran sql server management studio (ssms) as system via bomgar by navigating to: custom actions > sql server management studio. The database status changed from recovery pending to suspect data base. The database could be deleted, and a new one was placed according to the proper data synchronization knowledge article (proper datasync procedure & how to place new db in es station). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the database error occurred. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.